Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit failed extended self-test (est) for pressure relief valve (prv). Customer reported prv cracking pressure with the gas outlet port occluded is 115cmh2o. The customer reported there was no patient involvement.

Manufacturer narrative:
Correction: this is not a reportable malfunction. The pressure relief valve (prv) is a 3rd level (redundant) mechanism. Need 3 independent failures for it to become a reportable issue. The customer was advised to adjust the prv and provided the customer manual reference to adjustment procedures.